Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps/instructions. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the right common iliac. During a very fast advancement of the stent delivery system in the anatomy, on angiography, the physician lost track of the markers on the device and mistook the distal marker as the proximal marker. Stent deployment was initiated and it was realized that the stent had deployed in the aorta. A snare device was used in an attempt to capture the stent implant; however, this was unsuccessful. Access was then made through the left side with a guide wire, which was delivered through the stent implant and a balloon was inflated inside the stent implant. The snare device was pulled on which moved the stent into the iliac at the intended site; however, upon removal the snare was caught on the stent, and upon removal from the patient a small piece of the stent came out with the snare. On angiography the proximal end of the stent was also observed to be crushed. The vessel was rewired and a balloon catheter was used to inflate the stent implant, including the proximal end of the damaged stent to deploy the stent to the iliac vessel wall. Another absolute pro was advanced and was deployed successfully overlapping the proximal end of the previously deployed stent to complete the procedure. The procedure took approximately four hours to complete. The patient is reported to be well post procedure. No additional information was provided.